Manufacturer narrative:
This case is considered as a central corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).

Event description:
A report was received from an eye care provider that a pt was treated by a different eye provider in his office several months ago for a corneal ulcer. The event resolved and lens wear was resumed. Request has been made for additional info, however, no further details have been provided.